Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the cryo2 device was not reported or able to be subsequently ascertained.

Event description:
It was reported that on (B)(6) 2021 a (B)(6) male patient underwent a nuss procedure with cryonb. During the nerve block portion of the procedure, the surgeon bluntly dissected underneath the serratus muscle to gain access to t8 and placed the tip of the cryo probe inferior to the t8 intercostal rib extra-thoracically. The patient's skin froze at the left side of chest wall at t8 level as a result of the exposed portion of the cryo probe touching the serratus muscle during active freeze of a cryo-nerve block ablation. Affected skin was excised for prophylactic measures. The procedure was then completed. This was a use error as the serratus muscle was not retracted from exposed probe. No device malfunction.